Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the burrs detected on the tube cap. This occurred in 13 tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant. E.1 initial reporter facility name: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670;k231373.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the burrs detected on the tube cap. This occurred in 13 tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 3 samples and 3 photos for investigation. Evaluation of the three samples and three photos revealed the presence of a gate stub on the shield, with a piece of plastic protruding from the gate on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.